Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub-total gastrectomy, the surgeon could not close the jaws properly twice. The procedure was completed with another device. There was no patient injury.